Event description:
It was reported that left ventricular (lv) loss of capture was observed on the presenting electrogram. The last in-office threshold measurement was 5 v @ 1.0 ms in november 2021 and the lv output was currently fixed at 5.5 v @ 2.0 ms. The implanted device also alerted due to low lv amplitude. Further assessment of the lv lead was recommended. The lv lead remains in service and no adverse patient effects were reported. Additional information received indicated that this lv lead was capped and replaced with a deep septal right ventricular lead.